Manufacturer narrative:
Oscor received addition information from the customer that this event was inadvertently reported twice, which resulted in oscor sending this report number 1035166-2017-00027 as a duplicate. The initial and final original report was submitted to the FDA by oscor against report number 1035166-2016-00014. Based upon this additional information, oscor recognizes report number 1035166-2016-00014 as the official report and considers report number 1035166-2017-00027 closed.

Manufacturer narrative:
This report is part of an internal retrospective review of complaints, conducted by oscor as a result of process improvements made to the complaint system to ensure proper medical device reporting is maintained. As part of the detailed review, this event has been determined to be reportable. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Over-sensing and over pacing. Temporary pace maker (tpm) lead was inserted in the patient and as soon as tpm lead was connected to the external pacing generator (epg) there was over-sensing initially, later it started under-sensing qrs and paced on t-wave, causing the patient to go into life threatening ventricular arrhythmia. The epg was replaced immediately after cardioversion.